Event description:
It was reported that the aws was locking up losing the image. This caused the patient to have exposure repeated. It was determined that the brick needed to be replaced and the pci card reseated; once this was done, the unit is working as intended.